Manufacturer narrative:
(B)(6).

Event description:
Unomedical reference number (B)(4). Event occurred in finland it was reported that the patient faced an event of leakage at the quick release site with infusions sets after being used for 3 to 6 days the patient changed the box to solved the issue. There was no stress or pull reported on the infusion set tubing. No further information available.